Event description:
It was reported that pump displayed power source alert and would not begin charging despite use of tandem charging cable, wall adapter, and confirmed working outlet, even after remaining plugged in for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level. Customer switched to different wall adapter and continued using tandem charging cable, which resolved charging issue.